Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument generated erratic carbon dioxide (co2) results on one (1) patient's sample. No erroneous results were reported out of the laboratory. The discrepancy in co2 recovery for this patient's sample was discovered when the customer reran patient results to verify recovery because the instrument suppressed the calcium results (no results generated) and failed to calibrate calcium. The difference in results for one (1) sample, for co2 only, exceeded instrument precision claims. The customer did not consider the result erroneous and did not amend the patient report. Customer technical support (cts) assisted customer with troubleshooting. Cts advised customer to examine the instrument while wearing personal protective equipment. Customer found the ion selective electrode (ise) module reference reagent tubing was loose after routine replacement of reagent. The customer resolved the tubing issue, which resolved the ise issue. No further issues have been reported.